Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test properly. All buttons were tested while navigating the menus, and intermittent button response was noted during testing. Proceed by cutting the unit open and performing a visual inspection of connectors and the electronic stack. Moisture damage was noted to the electronic assembly during visual inspection. Furthermore, under microscope inspection, u1 on keypad assembly broken solder joint on pins #3 and 4 was noted, causing the intermittent button response.the following cosmetic damages were noted: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked battery tube, cracked corner of belt clip rails, and broken trace. In conclusion, the customer's allegation was confirmed. An intermittent button response was noted due to a broken solder joint on the u1 keypad assembly. In addition moisture damage was found, isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad anomaly; there were issues with the buttons, the buttons were sticking and sometimes had to be pressed multiple times for the response. The customer also reported that the numbers were ramping or the scroll bar was moving up or down with no input from the user. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.